Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effect of restenosis, as listed in the product risk assessment and instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported pt effect and relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The 2.5 x 23 mm xience v is being reported under a separate medwatch report number.

Event description:
Device malfunction: none. Adverse event: in-stent restenosis. Time of adverse event: post procedure. It was reported that on (B) (6) 2009, the pt underwent stenting of the proximal right coronary artery (rca) with a 2.5 x 23 mini vision stent and the distal rca with 2.5 x 18 and 2.75 x 23 mini vision stents. On (B) (6) 2009, the pt experienced in-stent restenosis (isr) and thrombosis of the 2.5 x 23 mini vision stent within the proximal rca. This was treated via implantation of a 2.75 x 18 vision stent within the previously placed stent. On (B) (6) 2009, the pt experienced isr of the proximal rca stents. This was treated with balloon angioplasty. There is no add'l info available.